Event description:
Hill-rom received a report from the account stating the right siderail would not latch. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the right head siderail not latching due to the right head siderail bar broken off. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the right head siderail to resolve the issue. Based on this information, no further action is required.